Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert, and there were concerns of premature battery depletion (pbd). An analysis by boston scientific technical services (ts) showed power consumption had been increasing gradually and device replacement was recommended within 62 days. Reasonable evidence suggests this device was subsequently explanted and replaced by a non-boston scientific device. No additional adverse patient effects were reported.